Event description:
It was reported that small/medium ligaclips had issues. The report were that the after the device is fired the clips do not line up; one side of the clip hangs lower than the other side. The customer had no devices to return, all of them had been discarded. No other information was available.

Manufacturer narrative:
(B)(4).